Event description:
The patient further reported that the lead issue had been very traumatic where the patient almost died. The experience was a great big scare causing much pain and loss of work.

Event description:
It was reported that the right ventricular (rv) lead impedance measured less than 200 ohms. Insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.